Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did sutures from same lot/batch feel brittle before use on patient? The suture felt brittle, as he was pulling the suture through new user or experienced user? He is experienced using this device.

Event description:
It was reported that the patient underwent robotic ventral hernia procedure on (B)(6) 2017 and barbed suture was used on fascia. During the procedure, while the surgeon was closing the defect, the suture broke. The surgeon reported that it seemed very brittle as he was pulling the suture through. The defect was closed with the same suture but starting at the other end of the apex of the incision. There were no patient consequences reported.